Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on : (B)(6) 2010, the patient admitted with lumbar spondylosis and spondylolisthesis. The patient underwent an l3 to s1 laminectomy and fo raminotomy of l3-s1 bilaterally, instrumentation and fixation at l3-s1 , right posterior iliac crest bone grafting. She also had a cat scan 14 apr 10, the patient was admitted with preoperative diagnosis of mispositioned right l5 pedicle screw. On (B)(6) 2010, the patient presented for some surgical procedure in lumbar spine. She was discharged on (B)(6) 2010. On (B)(6) 2010, patient presented with lumbar infection . Postoperative diagnosis was superficial lumbar infection . Following procedure performed : incision and drainage , wound debridement , reclosure. On (B)(6) 2010, the patient was admitted with lumbar wound infection. Discharge diagnosis : negative cardiac stress test , htn , diabetes , lumbar wound infection , arthritis , chronic bronchitis , history of lumbar spondylosis. On (B)(6) 2010, the patient was admitted and had following discharge diagnosis: lumbar wound infection. History of lumbar fusion. Diabetes mellitus type ii. Htn . Patinet was discharged on (B)(6) 2010. On (B)(6) 2010, the patient presented with retained suture in the lumbar spine. The suture was removed. On (B)(6) 2011, the patient presented with preoperative procedure - urge incontinence and underwent following procedure - cystoscopy , cmg (B)(6) 2011, the patient presented with preoperative diagnosis - lumbar spondylosis and pseudoarthrosis. Following procedures were performed - redo lumbar laminectomy, bilateral l3-s1. Redo bilateral fusion l3-s1 using rh-bmp2/acs. Replacement of bilateral pedide screws. The surgical procedure was performed due to recurrent pain experienced by the patient and loosening of the screws which would be replaced. A midline vertical incision was made through the old scar tissue. We then performed the subperiosteal dissection on the screws and lateral area. Then meticulous hemostasis was obtained. Once that was done, then we removed the older caps and removed the s1 screw. The s1 screw was very loose, especially on the left side. The right side was slightly loose. Therefore, we replaced the right s1 with a slightly larger-it was an 8.5 screw. On the left side, we used a 9.5 screw. This was made solid and the purchase was excellent. The surgeons placed a rod and again this was secured using new caps from l2 to s1. They then decorticated from l2 to s1 the facet joints. Then placed morcellized bone from the laminectomy, as well as large rh-bmp2/acs on both sides which was cut in half. On (B)(6) 2012, patient was here for staple removal . Her wounds were healing. On (B)(6) 2012, the patient underwent xrays for lumbosacral spine. Impression : biateral pedide screw fusion at l3 through s1. The hardware is in good position; laminectomies nave been performed at l3, l4 and l5; there is degeneration of the discs at l4-l5 and l5-s1; there is grade 1 anterolisthesis of l4 on l5; the examination is unchanged since (B)(6) 2011. On (B)(6) 2012 ov note: x-ray of the lumbar spine. It looks reasonably good. All the hardware is intact. Nothing is loose or migrated.